Event description:
Event description guidant received information that during the implant procedure, this lead (4470) became caught on the tricuspid valve and was difficult to remove. Eventually, with much force, the lead was removed; however, visual inspection noted tissue on the helix of the lead. An echocardiogram was performed, verifying damage to the valve. A baseline echocardiogram was not available for review. It was noted that the physician was not familiar with the use of this lead. The lead was removed and successfully replaced. Two days later, the right ventricular lead (4087) was repositioned due to loss of capture.